Manufacturer narrative:
Results: bd recieved actual sample and photos from customer facility for investigation. Used sample and photos were evaluated and show customers indicated failure mode of a defective locking mechanism. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the needle on a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, went through the safety mechanism. Extra pressure was applied to activate because it would not engage. When it did activate with high pressure, it went through the safety. No serious injury, blood to mucous membrane exposure or medical intervention was reported.